Event description:
Radsuite is a medical image viewing software application that allows image data to be viewed from a facility image cache (fic) or from a long term archive (lta). A customer noticed that patient a's study was stored under the correct patient in the fic but was stored as a different, patient b, in the lta. When patient a's current study was opened in the radsuite viewer on the lta, patient b's study was opened as a prior instead of patient a's study, and was labeled with patient a's information.